Event description:
The customer reported that fluoro failed during examination and the pt could not be examined due to failure of the system.

Manufacturer narrative:
(B)(4). The investigation revealed that the problem was caused by a bad converter 1. After the converter velara was replaced, the problem was resolved.